Manufacturer narrative:
Qn# (B)(4). The device history record of batch number 74l1900092 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: happened in the resuscitation department. Involving a patient who had a drain inserted because of patient had a pneumothorax. There was a constant bubbling in the chamber. The staff clamped to isolate the chamber and the bubbling continued despite the clamp. The air leak was likely caused by a bad connection between the red and blue ats connection.